Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the xenon light source exhibited it is going out intermittently and getting error codes b30 and e216 (scope communication error codes). The issue occurred during colonoscopy procedure and was completed with the same device. There were no reports of patient harm.